Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. The product was not returned. (B)(4) - undetermined.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. Additional information has been requested. The original surgery did not occur at this facility. No organal surgery date or catalog/lot numbers of the explanted components have been provided. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00743.